Manufacturer narrative:
Age at time of event: patient is over 18 years old.

Event description:
It was reported that the device stopped spinning. A jetstream xc catheter, 2.4mm was selected for a lower extremity atherectomy procedure. During the procedure, the device stopped spinning while engaged in the plaque. The sound abruptly changed when the issue occurred. The device was safely removed and the procedure was completed successfully by a balloon angioplasty and stent placement. No patient complications were reported and there were no adverse effects regarding the patient. The patient was fine.

Event description:
It was reported that the device stopped spinning. A jetstream xc catheter, 2.4mm was selected for a lower extremity atherectomy procedure. During the procedure, the device stopped spinning while engaged in the plaque. The sound abruptly changed when the issue occurred. The device was safely removed and the procedure was completed successfully by a balloon angioplasty and stent placement. No patient complications were reported and there were no adverse effects regarding the patient. The patient was fine.

Manufacturer narrative:
A2: age at time of event: patient is over 18 years old. Device eval by manufacturer: the device was returned for analysis. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage on the catheter shaft. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. There were no issues with running the device. The device activated and was run for a period of two minutes in the blades up and down modes. No errors were noticed on the console. Inspection of the remainder of the device revealed no other damage or irregularities.